Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR report: 1627487-2011-09036, 1627487-2011-09037, 1627487-2011-09038. The pt was implanted with the scs system on (B)(6) 2011. It was reported that the entire system was explanted due to (B)(6) at the ipg and the lead insertion sites. The pt was treated with intravenous and oral antibiotics. The physician did not relate the cause of the infection to the implanted product. Follow-up indicated pt is still recovering.